Manufacturer narrative:
No product was returned for evaluation. Attempts to download the device engineering logs were unsuccessful, indicating that the logs have not been synced since device was shipped from manufacturing. As such, a log review was unable to be conducted no product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data or a date of death, it cannot be determined if the user was wearing the ilet at their time of death or if the ilet was related to their passing. Chart notes on file indicate a history of uncontrolled diabetes with recurrent hypoglycemia and an a1c of 11.4% prior to use of the ilet. It is possible that there were comorbidities that may have contributed to the demise and without further information, this cannot be ruled out. This case will be revisited and investigated further if any new information becomes available.

Event description:
On 2/25/25 a beta bionics clinical diabetes specialist (cds) reported that an ilet user experienced a low blood glucose (bg) event and was hospitalized. It was later noted that the user is now deceased. However, the physician is uncertain whether the cause of death is related to diabetes. At the time of this report, multiple attempts by beta bionics to determine if the user was on the ilet at the time of the event as well as cause of death have been unsuccessful.